Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time, post filter deployment, it was alleged that filter detached, material deformation and struts perforated. Reportedly the filter tilted during deployment. The device has not been removed after an unsuccessful percutaneous removal attempt. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After filter deployment, cavogram was performed which demonstrated significant right lateral tilt of the nose cone of the filter. Spot images revealed a fractured filter leg accounting for the malposition. A filter retrieval was then advanced but could not be positioned over the nose cone of the filter obviating retrieval. A gooseneck snare was then advanced through the sheath; however, this could not be positioned over the nose cone of the filter and was close apposition with the lateral wall of the cava. Further contrast imaging revealed thrombosis of the level of the filter. The procedure was then terminated. Approximately nine months later, filter retrieval was attempted, and right internal jugular vein was punctured with a 21-gauge needle. An 018 wire was placed into the right internal jugular vein. A transitional dilator was used to enlarge the venous access with eventual placement of an 035 wire into the inferior vena cava. The access was dilated with placement of a 10 french filter removal catheter. The filter removal catheter was used to perform a cavogram with dsa imaging. This imaging demonstrated a right tilt to the filter (the filter has a known leftward displacement of one of the legs). There were no broken legs seen. All 12 inferior vena cava filter legs appeared present. The hook on the end of the filter appeared to lay in the right gonadal vein on ap imaging. Multiple attempts were made to remove the filter with the cone device designed for the eclipse filter. All attempts failed. Next several different sized tulip snares of various diameters were used to try to latch onto the hook and remove the filter. These were manipulated in the inferior vena cava and the right gonadal vein. All these attempts failed. A repeat cavogram performed in the oblique projection demonstrated that the hook lay outside of the lumen of the inferior vena cava. A venogram performed through the right gonadal vein demonstrated that the inferior vena cava hook lay outside this vessel as well. Approximately four months and eight days later, the follow up assessment stated that the patient has a retained (embolized) fragment of a single leg of an inferior vena cava filter. The leg fragment appeared to have already embolized to a small right pulmonary artery (the fragment appeared to extend into branch of the middle lobe pulmonary artery, the branch being not much bigger than the filter leg, based on a computerized tomography). Attempts were made to retrieve that fragment at the time of filter removal, but attempts were unsuccessful. Therefore, the investigation is confirmed for the alleged filter limb detachment, perforation of the inferior vena cava (ivc), positioning issue, material deformation and retrieval difficulties. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 04/2016). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 04/2016.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time, post filter deployment, it was alleged that filter detached, tilted during deployment, material deformation, struts perforated and unable to be retrieved. The device has not been removed after an unsuccessful percutaneous removal attempt. The current status of the patient is unknown.